Event description:
The implantable pump was replaced in 2009. The drug dosage of the new pump was 0.2 mg/day at a concentration of 1 mg/ml. The pt was stable and discharged the day after implant. The pt died the following day. The implantable neurostimulator system was explanted at the time of pump replacement (please see MFR. Report# 6000032-2009-09509). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.